Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was no liquid in the vial and the lens was dry. Reportedly, "white powder flew around" in the packaging. The lens was not used and no other devices came in contact with the lens. This occurred with three lenses. This report references lens 3 of 3. Reference MDR#1313525-2015-00070 for lens 1 of 3. Reference MDR#1313525-2015-00071 for lens 2 of 3.